Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal electrode of the lead had an issue. The analyst noted that there was no hole in the tip seal, and that prevents the guidewire insertion by back loading, and that failed to meet visual specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead could not be delivered due to there being no opening at the distal end for it to be back-loaded over the guidewire. A new lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. As part of investigation, guide wire insertion test was performed by rpi owner and the guide wire passed through the pierce seal easily without any obstruction. If information is provided in the future, a supplemental report will be issued.